Event description:
The customer's mother reported that the customer had an infection at the insertion site. The customer went to the ER and the insertion site had to be lanced. The customer was prescribed antibiotics for the infection. This occurred sometime between (B)(6) of 2013, however, the customer's mother did not have an exact date.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.